Event description:
A malfunction was reported. There was no reported impact on the customer's blood glucose level as no blood glucose information was available. No additional information provided regarding the customer's actions or outcomes.